Event description:
It was reported that at the implant procedure the physician was having difficulty placing the left ventricular (lv) lead due to the patient's anatomy. The physician was just about ready to give up placing the lv lead when the patient was noted to be hypotensive with a systolic pressure in the 60's. A fluid bolus was given and pressors were started. The heart border was not moving and an echocardiogram demonstrated a moderate effusion. Arterial and venous lines were placed in the left femoral region. A pericardiocentesis was performed and approximately 230 cc of blood was removed. The lv lead was removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed).